Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05652. It was reported the patient is experiencing stimulation in unintended areas. Reprogramming was unsuccessful. An impedance check revealed no anomalies. X-rays revealed lead migration. The patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.